Manufacturer narrative:
Initial and final MDR 2581083- device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set defect event on 19-oct-2025. The spring detached from outer ring of inserter prior to insertion. The issue occured while cocking the spring. The blood glucose level was high and the patient was treated with correction bolus via pump and correction injection via multiple daily injection. The patient replaced infusion sets and resumed insulin successfully. No further information is available.